Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the, asymptomatic pacemaker dependent, patient presented for a routine in clinic follow-up. Upon review, the right ventricular lead exhibited intermittent noise. Programming changes were made. The patient was stable.

Event description:
New information noted that the lead has been explanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.